Event description:
Reporter's children have experienced numerous problems after being breastfed. Some of the problems include trouble swallowing, breathing, poor teeth, anemia, low appetite, numb hands, repeated infections and low body weights. The daughters' ages are 7 months and 4 years.